Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and autoimmune disorder ('autoimmune diagnosed ¿ yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia,"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia,"), metrorrhagia ("mastorrhagia bleeding b / w periods"), vaginal discharge ("bladder / urinary problems ¿ vag. Discharge"), migraine ("migraine"), alopecia ("hair loss"), tooth disorder ("dental probs"), nervous system disorder ("neuro condit / prob"), bladder disorder ("bladder / urinary problems") and urinary tract disorder ("bladder / urinary problems"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, migraine, alopecia, tooth disorder, nervous system disorder, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: (B)(6) 2014 date(s) of insertion (note discrepancy), she received treatment for hair loss, dental probs, neuro condit/prob, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with dysmenorrhea, chronic, pelvic / abdominal, dyspareunia, back, menorrhagia, metrorrhagia, allergy, autoimmune diagnosed, perforation ¿ fallopian tubes, bladder / urinary problems ¿ vag. Discharge, hair loss, dental probs, neuro condit / prob, migraine and lab data added. Suspect drug start and stop date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.